Event description:
It was reported that during the implant attempt the lead was opened but not used. Physician expressed dissatisfaction with the lead. It was also reported the physician couldn't steer it, and it never stayed where he put it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed; blood/body fluid present on all conductors.